Event description:
It was reported to boston scientific corporation that a capio slim was used during a vault suspension procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the capio suture broke while being pulled through the ligament. There was no device fragment left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of suture detachment. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.